Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the caller reported that the memoir pen device display showed the date, time and a 0, but a segment was missing from the 0. The user returned the actual complaint device (lot 0805c01, manufactured may 2008) for investigation. Missing segments in the ones area on the display were observed. The detailed investigation determined that ingress by an unknown liquid caused damage that inhibited signals to segments within the one's dose digit. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, "if any part of the pen display is missing do not use pen." It further instructs that if the display is not working correctly to "contact lilly at xxx-xxx-xxxx or your healthcare professional." The liquid ingress also produced corrosion that resulted in intermittent power button operation. Corrective action - a corrective action to (B)(4) is in process and the targeted implementation is (B)(4). Improper use and storage - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2011 it was reported that the patient's humapen memoir would not reset and the display showed the date and time, but zero was missing a segment. The humapen memoir is associated with product complaint (B)(4). The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided. Update (B)(4)2011: additional information received(B)(4)-2011 via the global product complaint database. Added device specific safety summary.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (b(6) 2011 it was reported that the patient's humapen memoir would not reset and the display showed the date and time, but zero was missing a segment. The humapen memoir is associated with product complaint (B)(4) / lot 0805c01. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided.